Manufacturer narrative:
The reported events of oversensing noise, conductor fracture and high capture threshold were confirmed. As received, a complete lead was returned in three pieces. Visual examination found the outer insulation was breached/abraded exposing the outer coil and that the outer coil filars were fractured at the clavicle crush region on the connector portion of the lead. The cause of the reported events was isolated to the exposures and fractures of the outer coil due to clavicular crush damage.

Event description:
Related manufacturer reference number: 2017865-2023-51726. It was reported that the patient's right atrial (ra) lead exhibited high capture threshold and over-sensed noise leading to inappropriate automatic mode switch. The patient present to a lead revision procedure. During the procedure, a fracture was noted via visual examination on the ra lead. The ra lead was explanted and replaced. It was also noted prior to the procedure, that the right ventricular (rv) lead was part of the riata (non-optim) advisory. The physician prophylactically capped and replaced the rv lead on (B)(6) 2023. There were no patient consequences.